Event description:
It was reported that a "loud snap" was heard at the tube end of the 9800 system and an overload fault was displayed. This has happened several times . It was also noted that the system required reboot to complete the case. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the x-ray tube and touch screen assembly. The system was tested and found to be working as intended, and placed back into service.